Manufacturer narrative:
Internal file number: (B)(4). Lot number changed form 60168571 to 60173753. The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. When an unspecified balloon was inflated with a 20/30 priority pack indeflator at an unspecified atmosphere, it was noted that the pressure gauge needle was not moving. Another priority pak indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.